Event description:
It was reported that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance and high threshold. Lead fracture was also suspected. The lead was explanted and replaced. The patient was stable.